Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 16 (timeout moving to take-up position). The user was unable to resolve the issue by resetting or replacing the lifeband. No known patient consequences were reported. No other information was provided.